Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2022; explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 27-oct-2024, UDI#: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare care provider (hcp) via a company representative regarding a patient receiving 10 mg/ml of morphine and 10 mcg/ml of prialt via an implanted pump. It was reported that today the patient came in for a pocket revision because the pump was loose in the pocket. The patient stated that they had lost weight and they felt like their pump was sticking out more. During the revision, the hcp anchored the pump in with sutures and also put another/new purse-string suture around the anchor at the spinal incision because the patient had a possible fluid leak around the catheter at the spinal insertion site. During the pocket revision, the patient¿s pump was being refilled. The drug in the pump was 10 mg/ml morphine and 10 mcg/ml prialt. The surgery center did not have prialt. They had morphine 11.11 mg/ml. The hcp still did the pump refill because the pump only had 3.6 ml left in the reservoir as of today¿s procedure. The hcp did not do a back table prime and did not want to do a bridge bolus. The hcp aspirated 2 ml of fluid from the catheter and put the 11.11 mg/ml morphine into the pump reservoir. The hcp was informed that there would still be old drug in the internal pump tubing. The hcp acknowledged understanding and stated they he was only going to prime the catheter. The hcp was then informed that the drug in the pump tubing would be bolused to the patient if he primed the catheter. The hcp acknowledged understanding, updated the pump programming with morphine (11.11 mg/ml at 2.033 mg/day), primed the bolus just for the catheter, and then updated the pump. The reported issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.